Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler or cycler set. There is no allegation of a machine malfunction or a reported leak related to this event. The patient is reported to have a chronic constipation issue. Based on available information, a cause of the constipation and peritonitis is unknown. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis and constipation remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event of peritonitis. The patient has a significant history of constipation. The details surrounding the hospitalization was unknown. The culture results were not provided. The patient was treated with vancomycin and the pd catheter was replaced. Further information was requested but not provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.